Manufacturer narrative:
The customer contacted siemens healthcare diagnostics to report discordant low na results on qc and a patient sample. A siemens healthcare diagnostics customer service engineer (cse) reported that they replaced the quiklyte standard a bag on the dimension exl with another bag from a different lot. The customer stated that the issue was resolved. The cause of discordant low na results is unknown. Siemens is investigating the incident.

Event description:
Discordant low sodium (na) results were obtained on qc and a patient sample on the dimension exl 200 clinical chemistry system. The patient result was not reported to physician. The same patient sample was repeated on an alternate dimension exl system and a higher result was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant low na result.

Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided and concluded their investigation. The cause of the discordant low sodium results on qc and the patient sample is unknown. The customer reported the low sodium (na) result on a patient after installing standard a (std a). The siemens customer service engineer (cse) reported that the customer then replaced std a with another bag from a different lot. The cse reported that the std a bag appeared expanded. Quality control was out of range during this time. Hsc determined that there are no ssm (solidstate multisensor) data files available for review. Qc was out of range and the customer changed the sensor, the std a bag and the x-tubing. The device is performing within specifications. No further evaluation of the device is required.